Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. "Lo" or "hi" blood glucose readings can indicate potentially serious conditions requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 13 / page 176. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 13 / page 182. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported an instance of elevated blood glucose that resulted in diabetic ketoacidosis. No further information regarding the occurrence was provided or able to be obtained.

Manufacturer narrative:
The patient was contacted and reported that she had been out to dinner; had a rich meal and some alcohol. The pod adhesive seemed secure (located on the thigh), even though the edges were slightly lifted. She believed the cannula to be properly positioned. The patient was unable to provide ketone values, as she did not test. Therefore, her determination of potential diabetic ketoacidosis (dka) was based on prolonged high blood glucose values along with a feeling of nausea. The patient supplemented pod treatment with manual injections to help bring the blood glucose levels down. There was no medical intervention, ER visit, or medical diagnosis of dka. Per additional information received: correction: (adverse event/product problem: adverse event) there was no adverse event reported. (Outcomes attributed to ae) there was no adverse event reported. (Type of reportable event) there was no serious injury reported. Per original report: correction: date of event changed from (B)(6) 2018 to (B)(6) 2018. Report date changed from (B)(4) 2018 to (B)(4) /2018.